Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is during 2017. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI number: unknown, as the serial number was not provided. Catalog number: only a partial catalog number is known, as the serial number was not provided. The lens remains implanted. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number pcb00v that has a similar product distributed in the united states, iol model no. Pcb00, which falls under PMA p980040. Device manufacture date: unknown, as the serial number was not provided device evaluation: the intraocular lens (iol) was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. The manufacturing record was not reviewed since the serial number is unknown. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the insertion of a pcb00v intraocular lens (iol), the doctor observed that the cartridge tip was chipped. Reportedly, the lens was implanted safely and there was no patient injury. No additional information was provided.